Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 2 cm stone. However, the handle broke. With the stone still inside the basket, the basket was able to be removed from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 2 cm stone. However, the handle broke. With the stone still inside the basket, the basket was able to be removed from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Medical device problem code a0406 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle was not broken. The side car rx was damaged and pushed back out of specification. A dimensional inspection was performed and confirmed that the side car rx was pushed back 1.0mm, which is out of specification. No other issues were noted. The reported event was not confirmed. Based on all available information, it is possible that the side car rx was damaged due to the manipulation or technique used to interact with the device in conjunction with the tortuousness it has handled. The side car rx push back suggests that the device was subjected to possible resistance during the procedure. Therefore, the most probable root cause for the failures found during the analysis is adverse event related to procedure. However, the reported failure of handle break was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.